Event description:
It was reported through a remote transmission that the patient's right atrial (ra) lead exhibited low pacing impedance measurement and was over-sensing noise. The patient had no adverse consequences.